Event description:
It was reported by service report that the head-end lift did not work, and head right siderail would not go up. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: bent timing link. Damaged sensor coil cord.